Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
After stent placement and post-dilation blood flow stopped. The physician suctioned debris from the filter basket and flow recovered to normal. The pt is male. The target lesion was right carotid artery. There was a 91% of stenosis, no vessel tortuosity and calcification. There was some thrombus located at the delivery site. The lesion was not pre-dilated. There was no difficulty placing the stent. After blood flow was stopped, the physician suctioned 90cc of blood by using a suction catheter. Blood flow returned to normal, and there was no neurological defect. There was no adverse consequence to the pt.